Event description:
A malfunction occurred with a device, displaying malfunction code 0 without any notable events preceding it. Customer's blood glucose level was 7.3 mmol/l. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to reach out if the issue returned.